Event description:
It was reported that cadd solis pump, air sensor pulled from assembly. No patient injury reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-07640. The report was submitted in error.